Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. A system log review was not performed for this procedure: there is insufficient or unconfirmed product/event information. The event date and da vinci system information are unknown. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during an unspecified da vinci-assisted procedure, the patient had a cardiac event. When the issue occurred, the robot was quickly egressed to enable access the patient. It is unknown what medical intervention was rendered as a result of the cardiac event. In addition, the patient¿s current status is unknown. The cause of the operative complication is unknown.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the patient had a cardiac event. When the issue occurred, the robot was quickly egressed to enable access the patient. While still attached to the universal surgical manipulators (usm), the trocars were pulled out of the patient, preventing the patient side cart (psc) motor drive from being used. The patient¿s current status is unknown. Intuitive surgical, inc. (Isi) has made multiple attempts to contact the customer in order to gather additional information regarding the reported event. As of the date of this report, no new information has been obtained.